Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized due to peritonitis and another indication. The patient was treated with unspecified antibiotics for the events. It was reported that the patient subsequently passed away (ten days after the event onset). The cause of death was reported as due to peritonitis. It was not reported if the patient recovered from peritonitis prior to the death. It was reported that the patient ¿was off the pd program¿ on an unspecified date, however it was unknown if pd therapy was discontinued prior to the time of death. It was unknown if an autopsy was performed. No additional information is available.